Event description:
During a pacemaker battery change, loss of pacing and high, out of range lead impedance was observed when the lead was placed into the new device. The device was not implanted and was replaced with no further issue. There were no consequences to the patient.

Manufacturer narrative:
The reported field event of loss of pacing and high pacing impedance was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.